Event description:
I have been using the dexcom g7 sensors for many months. I have had only 1 last for the stated ten days. I've passed out at home where a friend had to give me sugar to have me come back around. I have been using sensors for years and have never had any that didn't last for 1 to 2 or 3 days as I have had with the g7. I used the dexcom g6 for many years and only had a few issues with it they stated that they are discontinuing this model so I had to go with the g7. Every month I receive 3 of the g7 sensors and each month I have to call because they don't give accurate readings, had to replace during warm up session because no plastic needle on the sensors. The biggest complaint is that I live alone and have to go without the sensors because they will not send a replacement overnight it takes 3 to 5 business days to receive the replacement and when I don't have any, I have to find someone to stay with me to make sure I don't pass out and die. Dexcom doesn't care what happens to you when you don't have any or if there is major issues with their sensors. Someone is going to die due to all these issues. The readings are so far off it can say my sugar is 183 and the finger stick is 161 so off by 23. Other times it tells me my sugar is 43 and it's actually 89. If I wasn't aware of the issues and I didn't do a finger stick because I was feeling funny, I could actually die from all these issues. Someone needs to investigate their g7 sensors. Please reach out to me and try to help me and so many others who are having the same problems.